Manufacturer narrative:
Associated products information; hg-16-62-28 ; s/n: (B)(4); use by date: (B)(4) 2020; upn # (B)(4), mfg date; 2018-01-03. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: sg-64, s/n: unknown, use by date: unknown, upn #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a 59 mm abdominal aortic aneurysm. During the index procedure an aortic cuff and endoanchors were also implanted. It was reported that five days later, the patient suffered from urinary retention. This was then treated with a urinary catheter being placed in the patient. The event was reported to have resolved eight days later. No cause of the event has been reported. No additional clinical sequelae were reported and the patient is fine. This event has been assessed by the sponsor as having a possible relationship to the procedure, not related to the device or aneurysm.